Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the display of the insulin pump was blank. Customer reported that the insulin pump was exposed to pool water and the display went blank soon after exposure. Blood glucose level was 170 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.